Event description:
A customer reported to baxter (B)(4) of an administration set in which dirt stain was observed inside the tubing. The reported condition occurred before use. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was evaluated for reported condition of dirt found inside the tubing of an administration set. Visual inspection confirmed black spots-burn marks at the luer. The darkened material on the luer is actually degraded material created from the moulding process itself. Thus, the darkened material is considered as "cosmetic defect - molding burn marks" embedded in the luer's wall. Such embedded burnt material is part of the plastic itself and would not pose any functional issue to the luer or any risk of the material being dislodged. An action is already being taken and the first shots of the molding after startup are being discarded. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. Should additional information be received, a follow-up medwatch will be submitted.